Manufacturer narrative:
An united states (us) customer contacted a siemens regional support center to report the observation of discordant n latex flc lambda results on a atellica ch 930 instrument. Quality control results were within acceptable ranges on the day of testing. Per the intended use section of the n latex flc lambda instructions for use (IFU): "results of the flc measurement should always be interpreted in conjunction with other laboratory findings." Customer also reran several other samples from the initial date/time, and no other samples were discordant. Siemens is investigating.

Event description:
The customer reported a falsely depressed n latex flc lambda result was obtained on a patient sample on a atellica ch 930 instrument. The erroneous result was reported to the physician(s) . The sample was repeated on the same instrument. The repeat result was higher than the erroneous result. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed n latex flc lambda result.